Manufacturer narrative:
Based on the information provided, the cause of the sink explosion is unknown. This event was reported to siemens approximately two (2) months after the incident occurred. Upon learning of the incident, a siemens technical service center specialist contacted the customer to obtain additional information regarding the injuries sustained by the maintenance worker. In addition, the customer was provided with msds sheets. The instructions for use for siemens reagents that contain sodium azide clearly state, "sodium azide can react with copper and lead plumbing to form explosive metal azides. If disposal into a drain is in compliance with federal, state and local requirements, flush reagents with a larger amount of water to prevent buildup of azides." No further evaluation is required.

Event description:
A maintenance worker was injured in the process of replacing a sink at a customer site. The customer raised the possibility that a build up of sodium azide in the pipes (caused by reagent waste being poured down the drain) may have been a contributing factor for the explosion. The maintenance worker was treated at an emergency room and continues to be seen for his injuries. Note: instruments identified at the customer site include siemens advia centaur (B)(4), advia 1800 (B)(4), advia workcell and beckman coulter lh-50.